Event description:
It was reported that the device clinic treating health care professional (hcp) placed a call to technical services (ts) for further review of this pacemaker system stored non-sustained ventricular tachycardia (nsvt) episodes. Upon review of the episodes, ts noted in one of the nsvt episodes, intermittent undersensing was observed on the right ventricular (rv) channel. Ts also observed low r-wave amplitudes and oversensing that appeared to have led to pacing inhibition on the rv channel as well. Ts discussed possible causes and recommended for an in clinic visit to be scheduled, for further evaluation of the pacemaker and rv lead. At this time, the rv lead and pacemaker remain in service.